Manufacturer narrative:
Evaluation results: inherent risk of procedure (reaction). (Root cause undetermined). (Device not received for evaluation). (B)(4).

Event description:
A micro-driver rapid exchange (rx) bare metal stent was implanted in a patient. Two weeks post implant the patient developed a rash along with puffy face and swollen lips. The patient was treated with benadryl but will was not successful and patient was rehospitalized. Patient was treated with IV cortisone and symptoms got better. Approximately eight months post implant the patient suffered another spontaneous reaction which required hospitalization. The patient was treated with IV cortisone. Symptoms got better and the patient was discharged. The patient currently has a rash on her scalp, abdomen and pelvis.